Event description:
Reporter alleged obtaining a discrepant blood glucose result of 579 mg/dl on a pt using the inform system compared back to back with a result of 260 mg/dl on the lab system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that there were not any strips left and so, no product will be returned for eval.